Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered pain, disability and chromium and cobalt ion poisoning.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint has been reopened because product information has been received which may change the investigation.

Event description:
Update: (B)(6) 2013-sales rep reported revision surgery on left hip due to pain, sensation of instability and noise in the hip. Surgeon also reported cocr levels were not elevated, but did not have the numbers.